Event description:
The manufacturer received information alleging a ventilator would not power on. There was no harm or injury reported. The serial number for the device is not available and the customer contact information was invalid. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.